Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 41.8cm to 41.9cm from the connector pin consistent with lead friction to another device or feature of the heart. A fracture of the conductor was noted at 20.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.